Event description:
I used the target re-wetting drops in 2022-2023 and my eyesight went south. I have fake lenses in my eyes and my prescription moved a bit since I had them put in five years ago. But the past two years using the re-wetting drops I noticed significant change in my vision. I only used the drops a few times a week, sometimes more, due to indoor or outdoor dryness (I don't have dry eye issues). I'd never used such drops before but they provided some relief. I'd been given "eye drops" by doctors but those never helped. Mild eye dryness.